Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no: 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tarsal tunnel syndrome (left foot), tarsal tunnel decompression and ostectomy. Previously administered products included for an unreported indication: nuvaring, tri sprintec and mirena. Concurrent conditions included exostosis, ovarian cyst, adnexa uteri pain, body mass index normal, anxiety and thyroid disorder. Concomitant products included estradiol, ethinylestradiol;etonogestrel (nuvaring), sertraline hydrochloride (zoloft) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("chronic adnexal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual cycles") and the first episode of dyspareunia ("dyspareunia"), 5 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysterectomy,salpingectomy(one side removal of fallopian tube), oophorectomy (one side removal ovary). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of dyspareunia, vaginal discharge, adnexa uteri pain, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight :236 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Concomitant medication added. Event infection nos updated to infection (bladder/ urinary tract/ vaginal) were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring, tri sprintec and mirena. Concurrent conditions included exostosis and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal ovary),). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lab test and event vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tarsal tunnel syndrome (left foot), tarsal tunnel decompression and ostectomy. Previously administered products included for an unreported indication: nuvaring, tri sprintec and mirena. Concurrent conditions included exostosis, ovarian cyst, adnexa uteri pain, body mass index normal, anxiety and thyroid disorder. Concomitant products included colecalciferol (vitamin d), estradiol and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and infection ("infection"). On (B)(6) 2008, 5 months 16 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("chronic adnexal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual cycles") and the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal ovary),). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, the last episode of dyspareunia, vaginal discharge, adnexa uteri pain, dysmenorrhoea and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, infection, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight : 236 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Events:chronic adnexal pain, dysmenorrhea, dyspareunia, infection were added. Concomitant drugs, concomitant disease, treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tarsal tunnel syndrome (left foot), tarsal tunnel decompression and ostectomy. Previously administered products included for an unreported indication: nuvaring, tri sprintec and mirena. Concurrent conditions included exostosis, ovarian cyst and adnexa uteri pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal ovary),). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jul-2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (plaintiff underwent a laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.